Event description:
The affiliate stated the customer reported approximately one milliliter of unknown fluid leaked from pm4 differential pump, outside the instrument, involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat, and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient samples were not analyzed at the time of the fluid leak. Patient results were not impacted. There was no patient consequence. The customer discontinued use of the instrument and requested service. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the pm4 differential pump was in acceptable condition and noted diluent leaked from a pinhole in a pressurized backwash tubing through pinch valve pv107b. The fse replaced the tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a pinhole in the tubing through pinch valve pv107b is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. Beckman coulter internal identifier for this report is (B)(4).